Event description:
On (B)(6) 2024, a hospital biomedical technician reported to fresenius technical services this hemodialysis (hd) patient on hd therapy utilizing a hospital provided 2008t hd system experienced a ¿code blue¿ during an hd treatment. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with a hospital hd registered nurse, it was reported this patient experienced a cardiac arrest on (B)(6) 2024 during an hd treatment on the 2008t hd system while hospitalized. The patient was initially hospitalized (exact date unknown) for comorbidities unrelated to hd therapy or the use of any fresenius product(s) or device(s). On (B)(6) 2024, during a routine hd treatment, this patient lost consciousness and became pulseless. The hospital code team was activated, and the patient was provided advanced cardiac life support. After multiple rounds of cardiopulmonary resuscitation, the patient had a return of system circulation and was transferred to the intensive care unit for recovery. The patient continues hd therapy on a hospital provided 2008t hd device and will do so for the remainder of the admission. It was confirmed the root cause of the patient¿s cardiac arrest was unrelated to hd therapy or the use of any fresenius product(s) or device(s). Additionally, the patient¿s cardiac arrest was attributed to cardiac comorbidities with an overall tenuous patient. It was believed the patient will continue hd therapy on an in-center basis upon discharge. A field service technician (fst) was requested for verification of the machine to ensure it was working as expected. The fst was not attributing the incident to the machine. The fst found the ultrafiltration (uf) pump reading 24.3 and calibrated to 24.0, the deaer pressure -22.6 dac 195 and calibrated to -24.9 dac 210. The loading pressure was 23.6 psi and flow pressure was 35.3 psi. The machine passed self test three times and the machine was operating as expected. The machine was permitted to be put back in service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6)2024, a hospital biomedical technician reported to fresenius technical services this hemodialysis (hd) patient on hd therapy utilizing a hospital provided 2008t hd system experienced a ¿code blue¿ during an hd treatment. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with a hospital hd registered nurse, it was reported this patient experienced a cardiac arrest on (B)(6)2024 during an hd treatment on the 2008t hd system while hospitalized. The patient was initially hospitalized (exact date unknown) for comorbidities unrelated to hd therapy or the use of any fresenius product(s) or device(s). On (B)(6)2024, during a routine hd treatment, this patient lost consciousness and became pulseless. The hospital code team was activated, and the patient was provided advanced cardiac life support. After multiple rounds of cardiopulmonary resuscitation, the patient had a return of system circulation and was transferred to the intensive care unit for recovery. The patient continues hd therapy on a hospital provided 2008t hd device and will do so for the remainder of the admission. It was confirmed the root cause of the patient¿s cardiac arrest was unrelated to hd therapy or the use of any fresenius product(s) or device(s). Additionally, the patient¿s cardiac arrest was attributed to cardiac comorbidities with an overall tenuous patient. It was believed the patient will continue hd therapy on an in-center basis upon discharge. A field service technician (fst) was requested for verification of the machine to ensure it was working as expected. The fst was not attributing the incident to the machine. The fst found the ultrafiltration (uf) pump reading 24.3 and calibrated to 24.0, the deaer pressure -22.6 dac 195 and calibrated to -24.9 dac 210. The loading pressure was 23.6 psi and flow pressure was 35.3 psi. The machine passed self test three times and the machine was operating as expected. The machine was permitted to be put back in service.

Event description:
On 26/sep/2024, a hospital biomedical technician reported to fresenius technical services this hemodialysis (hd) patient on hd therapy utilizing a hospital provided 2008t hd system experienced a ¿code blue¿ during an hd treatment. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with a hospital hd registered nurse, it was reported this patient experienced a cardiac arrest on (B)(6) 2024 during an hd treatment on the 2008t hd system while hospitalized. The patient was initially hospitalized (exact date unknown) for comorbidities unrelated to hd therapy or the use of any fresenius product(s) or device(s). On (B)(6) 2024, during a routine hd treatment, this patient lost consciousness and became pulseless. The hospital code team was activated, and the patient was provided advanced cardiac life support. After multiple rounds of cardiopulmonary resuscitation, the patient had a return of system circulation and was transferred to the intensive care unit for recovery. The patient continues hd therapy on a hospital provided 2008t hd device and will do so for the remainder of the admission. It was confirmed the root cause of the patient¿s cardiac arrest was unrelated to hd therapy or the use of any fresenius product(s) or device(s). Additionally, the patient¿s cardiac arrest was attributed to cardiac comorbidities with an overall tenuous patient. It was believed the patient will continue hd therapy on an in-center basis upon discharge.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing a hospital provided 2008t hd system and the patient¿s cardiac arrest. The root cause of this patient¿s cardiac arrest can be attributed to a significant cardiovascular disease history with a tenuous patient as reported by a medical professional. It is well known the esrd population continues to experience events that carry a high risk of mortality and fewer expected years of life when compared to the general population, particularly in the environment of preexisting cardiovascular disease. Therefore, the 2008t hd system can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Manufacturer narrative:
Correction: a2.

Event description:
On (B)(6) 2024, a hospital biomedical technician reported to fresenius technical services this hemodialysis (hd) patient on hd therapy utilizing a hospital provided 2008t hd system experienced a ¿code blue¿ during an hd treatment. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with a hospital hd registered nurse, it was reported this patient experienced a cardiac arrest on (B)(6) 2024 during an hd treatment on the 2008t hd system while hospitalized. The patient was initially hospitalized (exact date unknown) for comorbidities unrelated to hd therapy or the use of any fresenius product(s) or device(s). On (B)(6) 2024, during a routine hd treatment, this patient lost consciousness and became pulseless. The hospital code team was activated, and the patient was provided advanced cardiac life support. After multiple rounds of cardiopulmonary resuscitation, the patient had a return of system circulation and was transferred to the intensive care unit for recovery. The patient continues hd therapy on a hospital provided 2008t hd device and will do so for the remainder of the admission. It was confirmed the root cause of the patient¿s cardiac arrest was unrelated to hd therapy or the use of any fresenius product(s) or device(s). Additionally, the patient¿s cardiac arrest was attributed to cardiac comorbidities with an overall tenuous patient. It was believed the patient will continue hd therapy on an in-center basis upon discharge. A field service technician (fst) was requested for verification of the machine to ensure it was working as expected. The fst was not attributing the incident to the machine. The fst found the ultrafiltration (uf) pump reading 24.3 and calibrated to 24.0, the deaer pressure -22.6 dac 195 and calibrated to -24.9 dac 210. The loading pressure was 23.6 psi and flow pressure was 35.3 psi. The machine passed self test three times and the machine was operating as expected. The machine was permitted to be put back in service.